Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite and was able to duplicate the reported issue. The compressor was replaced. A completed system calibration and check were performed under preventive maintenance call. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has a compressor issue. The compressor on the unit is not working and the display indicates that the compressor should be turned on but it is not; it will not turn at all. At this time, there is no final information regarding patient involvement.

Manufacturer narrative:
Result of investigation: vyaire's failure analysis lab was able to duplicate and isolate the customer's reported problem. A failed bearing in brushless motor was detected.